Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Devices a and b: nonconforming cartridge weld. Sterile devices: other # = g50k59 (batch #); exp date = 08/03/2015. Sterile devices: MFR date 9/3/2010. Devices (a) and (b) were received in good visual condition. When tested for functionality, the staples were ejected and not hitting the anvil due to an insufficient weld. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypass the anvil resulting in unformed staples. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Eight devices were received sterile and in good visual condition. One device was opened and tested for functionality. When tested for functionality, the device fired and formed the staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that during an unknown procedure, when using the skin stapler for closing the skin, two devices gave malformed staples. It is unknown how the procedure was completed. There were no adverse consequences for the patient.